Event description:
It was reported via repair work order that the siderail will not lock up due to broken hinges and welds. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.